Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3, prolapsed posterior leaflet, pre-existing flail, floppy septum, and a high left atrium. Following a difficult transseptal puncture, a steerable guide catheter (sgc) was inserted. However, difficulties crossing the septum occurred, and the sgc suddenly jumped into the left atrium (la). After withdrawal of the guidewire and dilator, aspirating blood for de-airing was unsuccessful. The negative pressure was kept while pulling back the sgc closer to the septum. However, hypotension was encountered, which lead to epicardial tamponade and septal hematoma. To treat the hematoma, a pericardial puncture with aspiration of arterial blood was performed. To support the patient¿s general blood flow, CPR was performed. The patient was transferred for acute surgery with full sternotomy. Manual compressions on the atrial septum were performed, which stopped the bleeding. It was noted that the patient was on cardiopulmonary bypass (cpb).for closure of high la and transseptal puncture, a surgical stitch was performed. The sternum was then closed. The patient was transferred to the intensive care unit (ICU).

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received: the anatomy was tortuous. However, there were no difficulties with insertion, advancement or removal of the mitraclip system. It was also clarified that there was no hematoma. In the acute setting the patient underwent pericardiocentesis, CPR as support of hemodynamics. Bleeding continued so an emergency surgery, a sternotomy, was carried out for further investigation of the cause. The patient was administered a total of 4 units of fresh frozen plasma (ffp). The perforation, which was caused by the transseptal puncture, was closed during surgery with an atrial septal defect (asd) closure device. The patient was then stable post-surgery. The chest was left partially open post-surgery. Two days later she went back to surgery for repair of mitral valve and final closure of chest. She then recovered slowly and was sent back to her local hospital 9 days after attempted mitraclip. The patient was reported to be very tired but neurologically intact. The patient was expected to make full recovery but needed rehab.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement (jumping) of the sgc and hypotension. The reported cardiac tamponade was due to the hypotension. Hypotension and cardiac tamponade are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported, unexpected medical interventions, surgical interventions were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 1884 hematoma. Medical device problem code: 2920 difficult to advance.